Event description:
It was reported that the right ventricular (rv) lead exhibited increased short interval counts (sic). The lead remains in service and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning 2014-(B)(6), ventricular sensing integrity counts up to 2939. In the episodes recorded, there is no evidence of lead noise oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d234vrc ICD implanted: (B)(6) 2010; competitor lead, implanted: (B)(6) 2003. (B)(4).